Manufacturer narrative:
(B)(4). The picture from the facility clearly depicts detachment at the bonded joint between the tubing and y-caresite. In order to address the issue of disconnection at the bonded joint between the tubing and y-caresite valve b. Braun has initiated a corrective action/preventative action CAPA, which provides for root cause analysis. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved will not be received for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: IV set leaked blood during use. No injury reported.